Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. The customer blood glucose level was 48 mg/dl. Customer declined to troubleshoot for low blood glucose. Customer stated that loss of communication between pump and transmitter. The insulin pump will not returned for analysis.